Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the right ventricular lead exhibited a failure to capture and failure to sense. X-ray confirmed the right ventricular lead had dislodged due to twiddler's syndrome. The right ventricular lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and dislodgement were not confirmed. A complete lead was returned in one piece for analysis. Helix, electrical, and visual analysis were normal with no anomalies found.